Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the customer's basal programming was unknown. The customer reported that they require assistance for setting up the insulin pump. Troubleshooting was performed and they confirmed that the basal rates were not set up. The insulin pump will not be returned for analysis.